Manufacturer narrative:
(B)(4): conclusion: no available code for undetermined or unknown cause. The customer's report of the set cracking and leaking was confirmed. Visual inspection of the female luer or the returned sample was performed. A crack was observed on the female luer. Functional testing was performed and leaking was observed from the crack in the female luer. The specific root cause of the cracked female luer was not identified.

Event description:
The customer reported leaking from a cracked female luer during infusion. The event occurred in the nicu. There was no pt harm or medical intervention. No further pt/event information was reported.